Event description:
It was reported that the gore tag thoracic endoprosthesis pt had suffered from a mild stroke approx 12 hrs pst operatively. The physician believes that the procedure to implant the device contributed to the stroke. There was no allegation of device deficienty. The pt is stable and has had to additional med issues since the stroke.

Manufacturer narrative:
H3: device remains in functioning in pt. H6: a review of the mfg paperwork verfied that this lot met all pre-release specifications. Note: images were not sent to gore for evaluation. With the info provided no further investigation is possible. The instructions for use identify nueologic damage, e.g. Stroke, as a potential device or procedure related adverse event of envovascular repair. There was no allegation of deficiency made by the physician. An exact cause for this reported event could not be determined from available info.